Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change tot he actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during a procedure for atrioventricular node ablation, the patient received a shock. The device displayed an error message. The device was reprogrammed.